Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient's lead had high and low impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced.